Event description:
Customer reported ventilator would not pass extended self testing (est). Respironics service technician reported a diagnostic code in history indicating a vent inop condition due to an oxygen valve liftoff failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use, therefore there was no patient harm.